Event description:
Customer's mother reported changing her daughter's insulin based on low readings. The daughter felt shaky, had red eyes, complained of headache and wet bed. Mother gave her orange juice and 8 tablets of glucose in a period of 30 minutes. Customer also reported an adc meter reading of 27 mg/dl, which seems lower than she feels. Test was performed on the finger. Reading is compared to feeling, no plot done. Readings of 420, 35 and 27 mg/dl completed within 10 minutes on one adc meter were also reported. Tests were performed on the finger. Results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.